Event description:
Additional information received reported the patient symptoms as redness and pocket erosion, and the primary location was the device pocket and lead tract. The type of organism was (B)(6). It was noted that the patient ¿had battery site injection one year after his surgery at scott¿ while implant had to be removed, and it was ¿not a part of complication.¿

Event description:
It was stated the implantable neurostimulator (ins) and extensions were explanted with the plan to replace after the infection had cleared. It was stated there were no symptoms or injuries associated with the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial #(B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 271390001, implanted: (B)(6) 2011, product type accessory; product ID 3389s-40, lot # v475905, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v621023, implanted: (B)(6) 2011, product type lead. (B)(4).